Event description:
Consumer complained that the product caused a rash on his back. No medical attention was sought for this condition.

Manufacturer narrative:
Without the lot code or suspect sample it was not possible to perform an in-depth eval of the product complaint issue.